Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be observed. Iol was returned outside of the device. The device was returned in the blister tray in the carton. The lock-out assembly has been removed. The plunger has been fully advanced outside the tip of the device. Viscoelastic is dried in the device. No damage or abnormalities observed. Iol returned in the blister tray. Viscoelastic is dried in the iol. No damage observed. The product investigation could not identify the root cause for the reported complaint "would not advance" as the lens was returned outside of the device, the plunger was fully advanced. Due to this, we are unable to confirm the lens and the plunger position for advancement and determine a root cause. No damage was observed to the lens or to the device. The reported complaint is lacking in relevant information such as viscoelastic used to complete a thorough investigation. Due to the lack of information, we are unable to verify if the product contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that, during intraocular lens implantation surgery, the lens would not advance. There was patient contact and the procedure was completed on the same day. Additional information was requested, but no further information is available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).